Manufacturer narrative:
Complaint of light output failure could not be reproduced. Product passed functional testing and all functions perform as expected. No problem found.

Event description:
It was reported the light source 500xl presented an e6 error and lamp stopped illuminating. No smith & nephew back up device available. Competitive device utilized to complete the procedure. No patient injury or complications were reported.